Event description:
Customer reports to have experienced sensor glucose versus blood glucose differences. Troubleshooting was performed. Customer inquired on placing sensor on thigh. Customer was transferred for further assistance. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.